Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device allegedly caused bronchoedema to the patient during use. It was reported that chondronecrosis were occurred, extending all around the patient's trachea and glottis stenosis few days after the patient was intubated. The customer reported that the device was removed from the patient and tracheostomy was performed and was given steroid administration. It was stated that upon intubation of the patient at the emergency visit, there seemed to be high cuff pressure used on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.